Event description:
The reporter stated that the intracranial pressure (icp) reading showed an error message on the monitor once inserted. The device needed to be replaced in the pt but there was no adverse outcome for the pt related to the malfunction.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.